Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision surgery for an unspecified reason involving a triathlon insert component was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Conclusions: the reported event cannot be confirmed or a root cause determined with the limited information provided. Further information such as x-rays, operative reports and clinical history are needed to complete the investigation for determining a root cause.

Event description:
Patient required a revision of left knee,doctor did poly exchange.

Event description:
Patient required a revision of left knee,doctor did poly exchange.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.